Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of a device. The first photograph depicts the device being help during a surgical procedure. The second photograph depicts the tip of the disengaged device being retrieved during a surgical procedure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged trocar tip may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic coelioscopy procedure, after the introduction of the trocar, she realized that the trocar broke a triangular tip was missing. The broken end was found in the patient's abdomen. To complete the case, they removed the tip from the abdomen and replaced the trocar with a other device. No patient injury.